Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when an alarm is acknowledged, the alarm remains mute when the alarm should work again after 60 seconds. The customer reported that there was no patient involvement.